Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Did not notice any external damage. Error history log review found a flange sensor error. Set-up for flow test failed. The root cause of the reported issue was found to be the opto-coupler was not screwed down to case and came loose from the standoff. The cause of this issue was manufacturing's incorrect assembly of the device. Actions were taken to mitigate the reported issue: installed missing screw for the opto-coupler.

Event description:
It was reported that the pump had an out of box failure - check syringe flange sensor error. No patient injury was reported.